Manufacturer narrative:
Concomitant products: product ID: 3057, product type: screening device.

Event description:
Information was received by a manufacture representative (rep) via a patient regarding an external neurostimulator (ens). Patient reported taking antibiotics for a bladder/kidney infection and patient now has thrush and had to go to urgent care. When the patient catheterized on (B)(6) 2017, the patient had pain. The patient also wiped and saw specks of blood. The patient's urethra is tender, dark urine was found this morning with a strong odor. The patient also mentioned "wicked sensation" in toes from stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.